Event description:
It was reported that the customer is in ICU due to dka. The nurse stated that customer received a replacement pump and since then the customer has been having high bgs. The contact ran a bolus and the pump delivered insulin. The high-pressure test was performed. The device alarmed and displayed clear circles but it did not stop the bolus.